Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Reportedly, customer required assistance from parent to treat bg level via manual injection and correction boluses. The customer was instructed to consult with healthcare provider regarding bg level.